Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. (B)(6)09:(B)(6) medical center. (B)(6) . History and physical. Severe right-sided abdominal pain for the past week, associated with nausea and vomiting. Over the past week, pain steadily increased. Seen in emergency room, evaluated. Gave her meds, improved symptoms, schedule to come back in this morning for an ultrasound. Pain migrating down right lower quadrant. She did have ultrasound but her primary care physician called and advised her to come back to emergency room for further evaluation. She also has some symptoms of gastroesophageal reflux disease. Current onset of pain does not seem to be associated with any particular foods or any specific episodes. States she had some shaking symptoms but never took temperature. History: hysterectomy, c-section. Smokes 1/2 -1 pack per day. Exam: no evidence of abdominal wall hernias. Wbc 13. Flat plate of abdomen showed some nonspecific bowel gas with a questionable ileus but no free air or other abnormalities. Impression: unsure etiology of pain. Could represent a gallbladder attach but her pain seems to be migrating into the right lower quadrant raising the possibility of acute appendicitis. This could also be viral gastroenteritis. Should get CT scan of abdomen and repeat labs. Did have ultrasound right upper quadrant, results pending. May need to take her to surgery. Admit for observation. (B)(6)09: wolf creek medical associates. Charles majchrzak, md. Office notes. Postoperative appendectomy. Patient complaints of severe sweating and has a lot of pressure in her abdominal, rectum and a lot of shortness of breath. Stopped vicodin yesterday. Patient feeling ill. Reports associated abdominal pain and nausea. Impression/plan: appendicitis acute with peritoneal abscess. Obtained chest x-ray, cbc. Wbc 12. Continue with postop care. (B)(6) 09:(B)(6) medical center. (B)(6) , md. History and physical. Over the past week she has been noting continues nonspecific abdominal discomfort which worsened earlier this evening. Increasing abdominal tenderness diffusely throughout the abdomen with worsened today prompting her to come to the emergency room for further evaluation. She has also been having some low-grade temperatures and some occasional fevers, chills and sweats. Exam: abdomen diffuse tenderness. No evidence of any infection or erythema. Wbc 15. CT abdomen shows moderate amount of fluid collections within the abdomen some ascites and probable abscess fluid collection in the pelvis and right lower quadrant area. Impression/plan: probable right lower quadrant and pelvic abscess. Treatment options including percutaneous drainage versus surgical drainage. Discussed the benefits of having percutaneous drainage versus surgical drainage but she still does not want to be transferred to have that done. Also discussed surgical drainage with laparoscopic approach. Exploratory laparotomy with possible drainage of intraabdominal abscess and possible laparotomy with possible bowel resection depending on what we find. (B)(6)09: (B)(6) medical center. (B)(6) md. Radiology ¿ CT abdomen/pelvis. Indication: mid back pain; nausea. Impression: previously described upper abdominal ascites is no loner present. The focal fluid collection at the tip of the cecum at the surgical site is slightly smaller and the focal fluid collection in the lower pelvis anterior to the rectum is also smaller when compared to the earlier study. These areas would still be suspicious abscesses. Some adjacent mesenteric inflammatory change and mucosal inflammatory change in the bowel is still present. There have been no detrimental interval changes. (B)(6)09: (B)(6) medical associates. (B)(6) , md. Office notes. Umbilical hernia. Present for undetermined amount of time. Worsened in the last 2 weeks. Weight 210 lbs. Bmi 32.9. Exam: palpation reveals small and reducible umbilical hernia. Plan: advised repair of hernia. Will schedule surgery. (B)(6)09: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: umbilical hernia. Postoperative diagnosis: umbilical hernia. Operation: repair of umbilical hernia. Anesthesia: general endotracheal anesthesia with supplemental local anesthesia. Indications: this is a 39-year-old female who noticed the development of a bulge in her periumbilical area. She has had multiple laparoscopic procedures. On examination, she has evidence of a small umbilical hernia which is somewhat tender but is reducible. It is felt that because of this she should undergo repair of the umbilical hernia. Operative findings: upon exploration of the area, a moderate sized umbilical hernia was encountered. There was a lot of scar tissue due to her previous surgeries. The hernia was able to be repaired primarily using interrupted sutures. There was no evidence of any incarceration of bowel or omentum within the hernia sac. Operative technique: ¿the patient was taken to the operating room, identified, and placed on the operating room table. General endotracheal anesthesia was established. The patient's abdomen was prepped and draped in a sterile fashion. A transverse infraumbilical incision was made through the patient's previous scar and extended through the skin and subcutaneous tissues. There was a lot of scar tissue in this region. Careful dissection was undertaken to identify the hernia. The hernia sac was identified and was dissected free of its attachment circumferentially down to the level of the fascia. The sac was opened and the redundant portion of the sac above the fascia was excised and sent to pathology. The contents were inspected and there was no evidence of any incarceration of bowel or omentum within the hernia. The fascial edges were then approximated and closed with a series of interrupted 2-0 prolene sutures. The suture line was then reinforced with a running 0 vicryl suture. The area was irrigated and inspected . There was no evidence of any active bleeding. The subcutaneous tissues were approximated and closed with a series of interrupted 3-0 vicryl sutures. Local anesthesia using 0.25% plain marcaine was infiltrated in the skin and subcutaneous tissues for postoperative analgesia. The skin edges were then approximated and closed with a 4-0 monocryl in a running subcuticular fashion. The wound was cleaned and antibiotic ointment and sterile dressing were applied. The patient was then awakened, extubated and taken to recovery room in a satisfactory condition. Total blood loss was less than 30 ml. The patient tolerated the procedure well. At the completion of the procedure, all sponge, needle and instrument counts were correct.¿ (B)(6)09: (B)(6) medical center. (B)(6) , md. Pathology. Specimen: questionable hernia sac. Microscopic diagnosis: umbilical hernia: hernia sac with focal mild chronic inflammation. (B)(6)09: (B)(6) medical associates. [Illegible]. Office notes. Umbilical hernia. Returns today complaining of abdominal pain with a change in bowel habits and umbilical surgical changes. Present for 2 weeks. Aggravated by lifting and movement. Weight 205 lbs, bmi 32.1. Impression/plan: hernia umbilical. Some swelling, but not sure there is a hernia present. I cannot feel a definite defect. I am not sure if this is a hernia or just scar tissue from her previous surgery. Advised a CT scan. (B)(6)09:(B)(6) medical center.(B)(6) md. Radiology ¿ CT abdomen. Indications: abdominal pain, rule out umbilical hernia. Impression: umbilical hernia identified with fat in the hernia sac. (B)(6)09: (B)(6) medical associates. [Illegible]. Office notes. Abdominal distention. Exam: abdomen: palpation reveals small and reducible umbilical hernia. Plan: advised repair of hernia. (B)(6)09: (B)(6) medical associates. [Illegible]. Office notes. Reports possible recurrent umbilical hernia. Exam: abdomen: palpation reveals small and reducible umbilical hernia. Plan: due to multiple recurrences in this area over a short period of time, I think she should be seen by a plastic surgeon and evaluated for an abdominoplasty. (B)(6) 13: [missing records: records for repair ventral hernia, separation of parts, operative reports were not provided.] (B)(6)13: (B)(6) medical center. (B)(6) md. Radiology ¿ CT abdomen/pelvis. Indications: abdominal pain, left lower quadrant pain, status post hernia repair, hysterectomy, cholecystectomy, and appendectomy. Impression: stranding of the subcutaneous fat of the lower abdominal wall progresses deep to involve the rectus muscles bilaterally. There is no free fluid air within the abdomen or pelvis. Bilateral drains are in place within the subcutaneous tissues, ending superiorly near the iliac crest. (B)(6)13:(B)(6) hospital. (B)(6) md. Radiology ¿ upper abdominal ultrasound. Indications: abdominal distention. 4 weeks status post ventral hernia repair. Conclusion: postoperative anterior abdominal wall fluid collection measuring up to 14 cm in maximum dimension. Seroma versus abscess. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated result code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 9/2/2009, including records for ¿multiple laparoscopic procedures, including tubal, appendectomy, cholecystectomy, and diagnostic laparoscopy, were not provided. Records for the previous umbilical hernia repair were not provided. 09/02/09: grove city medical center. Charles g. Majchrzak, md. Operative report. Pre/postop diagnosis: recurrent umbilical hernia. Operation: repair of recurrent umbilical hernia with mesh. Anesthesia: general endotracheal with supplemental local anesthesia. Indications for operation: this is a 39 year old female who has had multiple laparoscopic procedures including a lap tubal, a lap appendectomy, a lap cholecystectomy, as well as diagnostic laparoscopy. She had had a previous umbilical hernia through this incision repaired several months ago. She present now with a recurrent hernia which is verified by CT scan. It is also symptomatic and causing her problems and therefore it is felt that because of this, it should be repaired. It is felt that because this is a recurrent hernia, that is should most likely be repaired with mesh. Gross findings: upon exploration of the area, a recurrent umbilical hernia was encountered. It was repaired with a piece of dual mesh. There was no evidence of any other abnormalities. Operative procedure: ¿patient was taken to the operating room, identified and placed on the operating room table. General endotracheal anesthesia was established. The patient¿s abdomen was prepped and draped in the sterile fashion. A transverse intraabdominal incision was made through the patient¿s previous incision and carried through the skin and subcutaneous tissues. Careful dissection was undertaken to identify the hernia. The hernia sac was opened to expose the peritoneum. The borders of the hernia were the delineated with blunt and sharp dissection until the defect was completely visualized. The edges of the defect were grasped with kocher clamps. The peritoneum underneath the defect was undermined and then the peritoneum was closed with a running 2-0 vicryl suture. A piece of dual mesh was placed in the defect and cut to size so that there was at least a 1-2 cm overlap underneath the fascial edges. The flat surface was placed towards the peritoneum. The mesh was accurate in place circumferentially with a series of interrupted 2-0 prolene sutures circumferentially around the mesh. It was kept as flat as possible. The redundant fascia over to of the defect was then sutured with running 0 vicryl suture. The cavity was irrigated and inspected. There was no obvious bleeding. The subcutaneous tissues were then approximated and closed with a series of interrupted 3-0 vicryl sutures. Local anesthesia using ¼% plain marcaine was infiltrated in the fascia and subcutaneous tissues for postoperative analgesia. The skin edges were then approximated and closed with 4-0 monocryl in a running subcuticular fashion. The wound was cleaned and a sterile dressing was applied. The patient was then awakened, extubated and taken to recovery room in a satisfactory condition. Total blood loss was less than 10ml. The patient tolerated the procedure well. At the completion of the procedure, all sponge, needle and instrument counts were correct.¿ [missing records: records for previous umbilical hernia repaired several month ago and CT scan showing recurrent hernia were not provided.] 09/02/09: grove city medical center. Progress notes. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 05521791. W.l. Gore & associates. Discharge to home. Instructions given. The records confirm a gore® dualmesh® biomaterial (1dlmc03/05521791) was implanted during the procedure. 03/25/10: millcreek community hospital. Alan esper, do. Operative report. Pre/postop diagnosis: abdominal wall herniation. Enteroabdominal adhesions. Foreign body anterior abdominal wall. Operation: lysis of enteroabdominal adhesions. Excision of previous mesh implantation. Gross pathology: remaining portion of the procedure was performed by dr. David femovich in which incision was developed. There was a kinked and crumpled previous mesh implanted, which had separated from the abdominal wall defect. There were adhesions present within the abdominal cavity that needed lysis secondary to the procedure performed by dr. Femovich with his facial [sic] releasing procedure and hernia repair. Procedure: ¿with the patient in the supine position under suitable anesthesia, the entire abdominal area was sterilely prepped and draped. Complete initial incisions were carried out by dr. Femovich and isolation of the abdominal wall herniations. Once this was accomplished, I had then isolated the defect with the implanted mesh, which was then removed and the sutures were cut in order to effectively remove this. Perineum was subsequently opened at this time and utilizing the blunt sharp electrocautery dissection enteroabdominal adhesion were then carried out without incident for freeing of the intraabdominal cavity for the remaining portion of the procedure being performed by dr. Femovich. Once this all was accomplished and completed, hemostasis was obtained and reperitonealizatin was carried out with a running suture of 2-0 vicryl. Once this was completed the remaining portion of the repair work was carried by dr. Femovich. He will dictate the remaining portion of the procedure.¿ 03/25/10: millcreek community hospital. David femovich, md. Operative report. Pre/postop diagnosis: recurrent ventral hernia. Diathesis recti. Abdominal pannus. Direct inguinal hernia. Operation: lysis of adhesions. Ventral hernia as per dr. Esper¿s dictation. Repair of diathesis recti. Abdominal slide procedure with external rectus abdominus muscle fascia advancement flap right external oblique muscle. Abdominal slide procedure with external rectus abdominus muscle fascia advancement flap left external oblique muscle. Resection of abdominal pannus. Relocation of umbilicus. Direct inguinal hernia repair. Anesthesia: general endotracheal anesthesia. Estimated blood loss: 200 cc. Indications: the patient presents at this time with multiple recurrences of ventral hernias and has seen a number of doctors. She presents at this time after seeing dr. Esper and myself for combined procedure. A separate dictation is going to be done by dr. Esper. The standard risks and benefits were discussed with the patient preoperatively in detail and they include by are not limited to, bleeding and infection, damage to adjacent structures, stroke, heart attack, death, failure of the operation as well as requirement for possible long-term wound healing and possible unsightly scar. The patient is informed they may require future surgical intervention. The patient is informed they could have blood clots or an embolus. Possible recurrence. The patient is instructed not to take aspirin or aspirin products for two (2) weeks prior to and two (2) weeks after surgery unless otherwise instructed by the doctor. The patient is instructed not to smoke for two (2) weeks prio and two (2) weeks after surgery. The patient states they are aware of the procedure and chose to proceed with surgery at this time. She was also told she may lose her umbilicus. She was told this could recur. Procedure: ¿with the patient in the supine position on the operating table after induction of general endotracheal anesthesia, she was prepped and draped in the normal sterile manner using betadine. She underwent a transverse lower abdominal incision. This was carried up to the cephalad portion of the xiphoid and the patient underwent an identification of the ventral hernia. Dr. Esper then took over, removed the foreign body, the cortex and took all the adhesions. Repaired the peritoneum and the patient then underwent subsequent repair of the hernia with an abdominal slide procedure. A 15 cm incision was made of the external oblique on the left and right sides. An advancement of 4 cm on each side for total of 8 cm of advancement was performed. The rectus muscle anterior fascia was also advance. A layered closure in 2 layers were performed using #0 braided nylon both interrupted and running. The patient had an umbilicus relocated to a new location. 525 grams was removed from the left abdominal pannus, 515 grams was removed from the right abdominal pannus. The patient had a lower lateral midline hernia, just cephalad to the inguinal ligament. This direct inguinal hernia was also repaired using direct technique, advancing the fascia using #0 braided nylon figure-of-eight sutures. There were no complications. The patient did well. Then two jackson pratt drains were brought up through separate exit site [sic]. The patient underwent a layered closure of the skin. The umbilicus as stated was brought up through a new location and the patient had drains secured at separate exit sites. Occlusive dressings were placed. She had excellent perfusion to all flaps on the completion of the procedure.¿ 03/25/10: millcreek community hospital. Nate grate, mt (ascp); thomas r. Zeigler, md. Pathology report. Specimens: a; hernia sac. B; soft tissue. Clinical dx: recurrent ventral hernia 2/2 diathesis recti. Macroscopic exam: part a: received in formalin are two portions of red and light tan soft tissue measuring in aggregate 3.5 x 1.0 x 0.7 cm. A light tan synthetic cloth is grossly identified measuring up to 7.0 x 1.5 x 0.5 cm. Representative sections of the soft tissue are submitted: representative . Part b: received in formalin are two portions of red and light tan skin and subcutaneous adipose tissue weighing in aggregate 1,080 grams and measures in aggregate 26.0 x 20.0 x 5.0 cm. Skin is unremarkable. Serial section reveals there is a light tan fibrous-like tissue that measures up to 3.0 cm in greatest dimension. Representative sections are submitted: representative. Microscopic evaluation: part a: sections show fibrous connective tissue and adipose tissue showing patchy mild infiltrates of chronic inflammatory cells and epithelioid and giant epithelioid histocytes. Focally, polarizable foreign material resembling sutures is surrounded by epithelioid and giant epithelioid histiocytes. Malignant neoplasm is not identified. Part b: sections show histologically unremarkable adipose tissue surrounded by fibrous connective tissue. Vasculitis, granulomata and malignant neoplasm and not identified. Impression: ventral hernia, herniorrhaphy (part a): hernia sac and adipose tissue showing mild chronic inflammation and suture granulomata. Negative for malignant neoplasm. Skin and subcutaneous adipose tissue of abdomen, excision (part b): no pathologic diagnosis. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open umbilical hernia repair on (B)(6) 2009 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, mesh separation, hernia recurrence, inflammation. Additional event specific information was not provided.